Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the guidewire became stuck in the body of the lead and was not able to be removed. The wire was cut in an attempt to still use the lead but a portion of the wire was still protruding from the distal end. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/over stress. Visual analysis of the lead indicated damage at implant. The analyst noted that the guidewire was not returned with lead. Stylet insertion test was performed using a stylet sample. The stylet passed throughout the lead coil lumen to the tip without obstruction. If information is provided in the future, a supplemental report will be issued.